Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wj4t, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturers' representative reported that the lead could not be advanced into the implantable pulse generator (ipg) header block. A torque wrench was used to unscrew the setscrew and it could not adjust the setscrew anymore. It was like it was locked or stuck in place. Another ipg was used and everything went fine with the lead. The patient was fine, there was no adverse event associated. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.